Event description:
Additional information received reported that the reporter did not have any information on the nature or origin of the infection. It was stated that the right extension and lead remain implanted, as well as the distal end of the left lead. It was reported that the patient's infection was eradicated.

Manufacturer narrative:
Analysis of the implantable neurostimulator (itrel ii ipg, serial # (B)(4)) found its battery was not in a new condition. Final functional test was failed due to the battery being not in new condition. Connector module was scratched. Shield/can was scratched and the battery was expanded. Insulation coating was scratched. System test showed a good stable output. The device was tested together with the cut extension. Output settings used all electrode pairs. Analysis of the extension (extn 7495-51 quad, serial # (B)(4)) found its body cut through and the product segmented. System test showed a good stable output. Output settings used all electrode pairs. Only proximal segment of the extension was tested. Two segments were returned, proximal and distal. Proximal end was not visually examined. Setscrew observations were not performed since the extension was returned connected. Extension conductor was cut. Functional test on the distal segment showed acceptable continuity with no shorts between circuits.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that about a month prior to the report the patient had developed an infection around his implantable neurostimulator (ins) implanted in his upper left breast area. One day prior to the report, the patient had a surgery performed to remove that ins. It was stated that the wire that lead up from the ins to the thalamus was cut to avoid the infection traveling from the ins site up. It was stated that the lead from the thalamus was left half way down to where the ins had been and the ins was removed. It was stated that, due to the potential that the infection might travel up to his thalamus, an incision was made behind the left ear and the wire that was located under the skin at that point was cut and the wire from where the cut was made down to the ins was removed so there was no path by which the infection could travel to the thalamus. It was stated that at the time of the report the patient was experiencing more pain on the right side of the back of his head about two inches from his right ear. It was stated that there were no incisions done anywhere near that location. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 3387-40, lot# l80497, implanted: (B)(6) 2000. Product type: lead: product ID 7438, serial# (B)(4), implanted: (B)(6) 2002. Product type: programmer, patient: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2000. Explanted: (B)(6) 2013. Product type: extension: product ID 3387-40, lot# l54556, implanted: (B)(6) 1998. Product type: lead: product ID 7495-25, serial# (B)(4), implanted: (B)(6) 1998. Product type: extension: product ID 3387-40, lot# l80497, implanted: (B)(6) 2000. Product type: lead: product ID 3387-40, lot# l54556, implanted: (B)(6) 1998. Product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.